Event description:
On (B)(6) 2011 pt reported he was having issues with the down button on the infusion device. Pt stated he was aware of the infusion device recall. Pt reported he realized this issue when he was attempting to bolus. Pt stated the button does pop back out after being pressed. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.